Manufacturer narrative:
Batch review performed on 12 march 2021: lot 1910555: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose patella implant and the cause of the loose patella is unknown. 8 months after primary the surgeon revised the patella implant and the liner successfully. The tibial insert was not the source of pain but the surgeon felt that it would be better if the size was increased.